Manufacturer narrative:
The device was not returned for evaluation therefore the failure analysis to identify root cause to the end users experience could not be determined. The customer identified duragen plus as the product involved in the reported incident, but no catalog nor lot number was provided. The DHR review was not possible at this moment of the investigation because the customer has not provided the lot information. The complaint reported was not confirmed. The study is not conclusive of relating the reported conditions with duragen products. Root cause cannot be determined at this time.

Manufacturer narrative:
It is unknown if the device involved will be returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales manager reported that the duragen plus (xxx-durplus), had been removed after complications developed. Additional information received on 08may2019 indicated that a duragen plus was used for dural closure and surgical site infection was observed in (B)(6) 2019. Decision was made to remove it and medication was administered. The patient recovered from the complication.